Manufacturer narrative:
A customer from singapore reported to biomérieux a performance issue with vitek® 2 ast-gn81 test cards when testing urine isolates. An internal biomérieux investigation was performed. Without submittal of the isolate, a vitek 2 discrepancy cannot be confirmed in comparison to the reference method. The customer card data was integrated and examined by biomérieux. Data integrated were for the isolates ending in 9585 and 9030 for vitek 2 ast-gn81. Growth in drug wells for an and cip were similar between the two cards. The graphs corresponded to the mics generated. Vitek 2 ast-gn81 lot 6710245103 met final qc release criteria. There were no issues observed on the initial qc performance testing.

Event description:
A customer from (B)(6) reported to biomérieux a performance issue with vitek® 2 gn81 test cards when testing urine isolates. The customer reported that they encountered resistant nitrofurantoin results which required retesting with another susceptibility method. There were also additional discrepant results for carbapenemase (esbl), meropenem and ertopenem which lead to repeat testing. The customer indicated that fsca 3445 was followed, as repeat testing was performed for unusual, inconsistent, and resistant results. The customer reverted back to the cdc (manual disk testing) method for all isolates. The customer reported that incorrect results were not reported to a physician. The customer stated patient results were delayed due to prolonged testing of resistant results. There was no impact to patient treatment. A biomérieux internal investigation will be initiated.